Manufacturer narrative:
Analysis was able to confirm the reported broken potentiometer. The sensitivity encoder was broken off the upper case and the upper case required replacement. Analysis also noted that the sensitivity knob was missing and the main seal was protruding from the housing. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken potentiometer. The epg was returned for service. No patient com plications have been reported as a result of this event.